Manufacturer narrative:
The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump had an audio anomaly. The device was not making any sound when alarming. The device alarmed multiple hardware low level failures during self-test. The customer¿s blood glucose during the incident was 6.7 mmol/l. The device will be returned for analysis.